Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an insulin syringe. The customer reports that when the safety shield was slid up the syringe barrel, the shield did not stop. It slid right off the end of the syringe. As a result, a clinician received a dirty needle stick. In response to this incident, both the clinician and the pt were tested for blood borne pathogens. The results came back negative for both so no further testing was deemed to be necessary.